Manufacturer narrative:
It was discovered on september 27, 2019 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3002809144-2019-00581 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. Additionally, an error was found in the initial emdr. Section b5 race, native hawaiian or other pacific islander was selected in error. No race information was provided. H3 other text : manufacturing location corrected refer to h10.

Manufacturer narrative:
Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p96 that has a similar product distributed in the us, list number 6l45.

Event description:
The customer reported a falsely depressed alinity c total bilirubin result. Sample ID (B)(6) generated an initial result of 0.30 mg/dl and retests of 7.37, 7.29 and 7.30 mg/dl. No impact to patient management was reported.